Event description:
While the patient was undergoing hip replacement surgery, the surgeon opened a 20mm acetabular augment package and found a 30mm acetabular augment packaged in its stead. The surgeon was able to complete the surgery with another acetabular augment implant. The patient's condition was not compromised by the use of the replacement implant.